Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing a decrease in performance. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode array revealed damaged parylene on some electrodes near contact pads. The reported complaint of performance decrease could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, damage to the parylene wire coating was found on some electrodes near contact pads. Although no electrode shorts were electrically verified, this damage shows evidence that these abnormalities might cause shorts. A CAPA was implemented. This is the final report.